Event description:
It was reported that a patient was implanted with an impella cp to treat a stemi. The staff reported that they started the impella outside of the body. No ao/lv placement signals were present however, they had motor current, flows, and the purge was running. It was assumed they had damaged the optical sensor and the only way to remedy would be to remove the catheter and replace it with a new one. The pump was exchanged for a new impella cp pump. The patient survived.

Manufacturer narrative:
The device has been received for evaluation, upon completion of the investigation a supplemental report will be submitted.

Manufacturer narrative:
The investigation of optical signal issue has been completed. Clinical mention pump was started before inserted into patient. The returned product was inspected and there were no physical abnormalities. The 5s were within specification and the pump passed the light continuity test. The pump was run in the lab and it functioned as expected with 5s in normal range. The data logs from the field show a pattern identified as a large air gap. The signal not reliable (snr) drops to zero, contrast and light decrease, gain and lamp increase. The placement signal not reliable alarm was confirmed and placement signal went out of range. The air gap was likely as a result of a user error of not pushing the patient cable all the way in. The cause of the optical signal failure was an air gap from between the automated impella controller (aic) and the patient cable plug as evidenced by the log pattern and failure to reproduce the issue on the returned product. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28076.